Event description:
It was reported that although the implant was cooled, it hasn't extended after implanting. There was a delay of 10 min.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the implant failed to expand could not be confirmed since the returned device is fully functional. The corrective action taken under CAPA (B)(4) to avoid bad expansion feeling was: "in surgical technique: add recommendation to use of sterile saline to get full expansion prior to suture the patient." With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98, 6°f) to 40°c (104°f). This case could be classified as user-related. (Mismanagement of temperature) please note that the current op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. At this point, the implant can be removed from cold storage (0°c / 32°f or below). Use the forceps (xpi003001) to remove the smart toe from its support. The forceps hold the triangular base of the smart toe implant. Insert the distal part into p3 until the forceps come into contact with p3. Continue to hold the forceps closed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that although the implant was cooled, it hasn't extended after implanting. There was a delay of 10 min.